Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was originally programmed unipolar due to better sensing and capture threshold measurement. A lead alert triggered for oversensing of sensing integrity counter (sic) and noise episodes. High threshold and small r-waves were measured in bipolar configuration. The sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.